Event description:
As reported, after intravascular dilation of a 6f/7f mynx control vascular closure device (vcd), a rupture occurred when pulling back. The balloon lost pressure after being pulled to the arteriotomy, hemostasis was achieved using a 6f exoseal vcd. There were no reported injuries to the patient. The device was stored and prepped according to the instructions for use (IFU). The mynx vcd was utilized in an interventional procedure with a retrograde approach. An unknown 6fr sheath introducer was used. The suitability of the femoral artery was verified on angiography, including confirmation of the appropriate insertion angle (30¿45 degrees) of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no calcification or stenosis of the vessel. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2605603 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.